Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture, pain, and "the outlines of the implant are irregular and the echogenicity of the implant contents is heterogeneous." Device remains implanted. This record relates to the left side.